Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device had metal shavings coming out of it. There was no surgical delay, medical intervention, adverse consequences or impact on the patient reported with this event.